Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2023, the patient removed the sensor because they felt pain at the insertion site. The patient developed a skin reaction with rash, redness, pimples and infection. On (B)(6) 2023, the patient consulted a doctor at a medical clinical (who was open on the weekend) who prescribed the patient an oral antibiotic, sulfamethoxazole/trimethoprim (800/160mg). On (B)(6) 2023, the patient visited their regular doctor about the skin reaction and was told to continue to the antibiotic already prescribed. It was also reported the patient self-treated the area with alcohol and hydrogen peroxide. At the time of the report, the patient was in stable condition. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).